Event description:
Boston scientific received information that this lead displayed increased pacing impedance and threshold measurements. During a routine device change out procedure, the physician elected to surgically abandon and replace this lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.